Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.